Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported that during a thoracolumbar fusion procedure; the torque stabilizer was being used to tighten a set screw in a touch plane on the screw, and suffered a crack in the housing that sits down over the screw head. The set screw was not damaged.

Manufacturer narrative:
Upon review of this report, it was determined this event is not MDR reportable and the MDR submission was made in error. Therefore, all fields are being corrected to negate the information previously reported in error.

Manufacturer narrative:
Additional information: the returned device was examined. The distal tip was found fractured in two places, consistent with misalignment of the instrument during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.